Event description:
We received a service report from one of our authorized repair facilities in (B)(4) indicating a possible adverse event. The complaint states that the surgeon was allowing the activated electrode to come into contact with some metallic object while in the body. The cut off circuit of the generator did not switch off, therefore, causing an electrical shock to the pt.

Manufacturer narrative:
There is not much info or detail of the reported event. Despite outreaches for a complaint report to detail and chronicle the issue, nothing has been received. We do not know what the extent of this reported pt shock is; however, there was no report of pt harm. The complaint device was received at the evaluation and repair facility in (B)(4), and the intern gave this device a thorough evaluation, and subjected it to an exhausting and comprehensive testing. The device was first of all visually evaluated; they noted that the device appeared in good condition, no damage and no anomalies. The device was then subjected to over 165 separate tests to insure its integrity and performance. They could not duplicate or verify the complaint; nor, could they find any fault with the device. The complaint device was found to be well within its design and manufactured parameters. There is no fault with the device, and so we cannot discern what may have caused the reported issue; the root cause lies elsewhere. At this point in time, no corrective or further action is warranted.